Event description:
It was reported that after a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument wire had damage to the black protection. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/lot number k10211018-0214) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 5 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation was missing a piece measuring approximately 0.015¿ x 0.031¿ in length. The conductor wire was slightly exposed, but no wires were physically damaged. An electrical continuity test was performed and passed. The root cause is attributed to user mishandling, commonly caused by collision with another instrument or sharp object. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.065¿ ¿ 0.205¿ in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse.